Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6)2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/catalog number: sc-2316-50, serial number: (B)(4). Batch/lot number: 15813556/16145757 model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients body was rejecting the device. The patient underwent an explant procedure.